Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 wire separated from the jaw. It was noticed during the procedure.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/17/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the base of the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Blood was also observed on the harvesting device handle. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure that the vasoview hemopro 2 wire separated from the jaw. It was noticed during the procedure. The heating element (wire) appeared lifted from the jaw and the jaws of the harvesting tool were open (even slightly) during insertion of the tool into the cannula. No resistance was noted while inserting the harvesting tool into the cannula. The procedure was completed without opening a new device. The failure happened towards the end of harvesting the vein. No procedural delay. No harm to the patient.